Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported folded (winged balloon) was not confirmed. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported failure to advance could not be replicated in a testing environment as it is based on operational circumstances. The reported difficulty removing the protective sheath could not be replicated in a testing environment since the protected sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath, deflation issue and poor balloon re-wrap; however, the reported physical resistance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous mid left anterior descending artery. A 3.0 x 15 mm nc trek balloon catheter was inflated; however, there was difficulty deflating the catheter. An unspecified balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Subsequent to the previously filed medwatch additional information was received as follows: there was resistance felt during removal of the protective sheath; however, the decision was made to use the catheter. There was no resistance felt during advancement of the balloon catheter to the lesion. The balloon was inflated once to 10 atmospheres without issue; however, during attempted deflation the balloon was slow to deflate due to poor rewrapping of the balloon which was observed after the fully deflated balloon was removed from the patient. An attempt was made to use the balloon catheter again; however, the catheter could not cross the lesion due to the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous mid left anterior descending artery. A 3.0 x 15 mm nc trek balloon catheter was inflated; however, there was difficulty deflating the catheter. An unspecified balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.